Manufacturer narrative:
No device analysis results are available because no device was returned. Review of the device history record was not possible as the lot number is unknown.

Event description:
The following was published in the european journal of heart failure in an article titled "heart failure hospitalisation reduction with remote pulmonary artery pressure monitoring: results of the first 100 united kingdom patients of the cardiomems hf system ous post-market study" by martin cowie, 31 august 2020. "The freedom from device/system related complication and pressure sensor failure were both 99%." This report is for the device-related complication.